Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+2.5/112 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with another same model/length lens (lens implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
Additional information: b5: a case report journal article titled "urrets-zavalia syndrome following implantable collamer lens (icl) implantation: a case report and review of the literature." Reports that following an implantable collamer lens (icl) implantation procedure, the patient experienced dilated pupil, elevated intraocular pressure, and excessive size. In a separate visit the lens was repositioned. In a third visit the lens was removed and a replacement lens of the same size was implanted. Replacement lens was implanted vertically, and the problem was resolved. H6-clinical code: 4581-dilated pupil. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).